Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified: white calcification on the shell, fold creases, and wear abrasion. Leak test and microscopic analysis was performed which identified: total delamination of the valve (adhesive failure) and a striated opening on posterior. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. A striated opening on posterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.